Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. The customer's blood glucose was 300mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.